Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had been having intermittent power for the last two months. The reporter denied damage to the battery cap and denied moisture or corrosion to the pump. Reportedly, the battery cap had never been changed; the user guide recommends changing the battery cap every six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened, and a power loss was not observed. The battery cap height and width measurements were within specifications. A battery compartment crack was observed below the grip pad and there was evidence of moisture contamination on the underside of the battery cap. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was observed to be cracked in the upper right hand corner of the display area. A leak test showed a leak at the crack in the pump case. The pump case was removed and there was no evidence of additional moisture or loose components inside the pump. Multiple, unexplainable, power reset events were observed in the black box.